Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, while the surgeon was using the device connected to the machine, it spontaneously caught fire. Patient was not harmed.